Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: the rep was not present during the case. During the case, after the inzii was deployed, the two metal pieces failed to close and broke off in the trocar. The medical team elected to x-ray the patient to confirm that no metal pieces were left in the patient. The trocar used is currently unknown. No patient injury reported. No issue with specimen extraction was reported. The device was saved and is available for return. Patient status: no patient injury. Type of intervention: x-rays were done on the patient to confirm that no metal pieces were left in the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the two supports and the cap had detached from the actuator. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an unacceptable level.

Event description:
Name of procedure being performed: unknown. Detailed description of event: the rep was not present during the case. During the case, after the inzii was deployed, the two metal pieces failed to close and broke off in the trocar. The medical team elected to x-ray the patient to confirm that no metal pieces were left in the patient. The trocar used is currently unknown. No patient injury reported. No issue with specimen extraction was reported. The device was saved and is available for return. Additional information received via email on 29may2020 from applied medical health systems specialist: [name] provided a copy of the initial conversation he had with [name] regarding this complaint. "I received a message from [name] that cd003 universal retrieval system malfunctions. 2 metal pieces about 3-4 inch that open bag pull device to close-when trocar removed metal pieces remained in trocar broken off. We have the defective device. I am guessing it will need to go to quality. They had to xray the patient to ensure that there was nothing in the patient." "I did put a report in to health trust." Additional information received via email on 01jun2020 from [name] "please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide healthtrust with a copy of the final letter in order to close out the ticket in the healthtrust database. Detail: the pieces that open and close the bag broke off when the surgeon attempted to close the bag. These broke off and remained in the trocar. Reported to representative number of occurrences: 1.0 sample available: true lot number: 1379684. Additional information received via email on 04jun2020 from [name]: the procedure was a lap chole on 24may2020. "The metal prongs were never in the patient they were stuck in the trocar lumen." There were no issues with specimen extraction. A second retrieval device was used to make sure they retrieved all the parts. It was confirmed that no metal pieces were found in the patient after the x-rays. There are no pictures available. Additional information received via email on 05jun2020 from [name]: the trocar being used at the time was a 5mm trocar. Additional information received via email on 15jun2020 from [name]: "we have received cer 2020-0001195/60823721 with 1 ea cd003 lot number 1379684 physically in addiction with this we received 3 ea 5mm trocar." Photos have been provided. Additional information received via email on 15jun2020 from [name] "they [the facility] did not have an issue with the trocar unless that was the reason the arm broke off. They use the other 5mm trocars in the case. They may have sent all of the trocars for a frame of reference. But they did not make a cer on the trocar." Additional information received via email on 16jun2020 from [name]: the returned trocars were model ctf03. The lot number is unknown. Report found in FDA maude database on 18jun2020. Event date (B)(6) 2020 "while removing endo-catch from pt through trocar the device completely fell apart into five pieces. All pieces were accounted for. Surgeon notified, abdominal x-ray ordered / taken. Surgeon reviewed abdominal x-ray. Per surgeon's operative report: the gallbladder was placed in a 10 mm endo-catch bag. Numerous stones that extruded from the gallbladder were placed in a separate 5 mm endo-catch bag, that was introduced via the trocar over the right lower quadrant. As this endo-catch bag was removed, it became apparent that the metal fragments holding the bag had become disrupted, being entrapped within the 5 mm trocar. Therefore, I instructed the anesthesiologist to keep the patient intubated for further investigation. I opened a fresh 5 mm endo-catch bag, broke it apart and compared the metal fragments to the disrupted ones that were used during surgery. They were identical. In addition, a flat plastic object, holding the metal fragments together was also retrieved. Despite this confirmation, we obtained a formal xray and did not identify any metal objects within the abdomen. Therefor, the operation was concluded." Additional information received via email on 02jul2020 from [name]: "I confirmed that they had only 1 malfunction." Patient status" no patient injury. Type of intervention: x-rays were done on the patient to confirm that no metal pieces were left in the patient.

Manufacturer narrative:
Submitting a second follow-up report to correct the first follow-up manufacturer narrative. The first follow-up manufacturer narrative stated the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an unacceptable level. The corrected statement is that the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: unknown. Detailed description of event: the rep was not present during the case. During the case, after the inzii was deployed, the two metal pieces failed to close and broke off in the trocar. The medical team elected to x-ray the patient to confirm that no metal pieces were left in the patient. The trocar used is currently unknown. No patient injury reported. No issue with specimen extraction was reported. The device was saved and is available for return. Additional information received via email on 29may2020 from applied medical health systems specialist: [name] provided a copy of the initial conversation he had with [name] regarding this complaint. "I received a message from [name] that cd003 universal retrieval system malfunctions. 2 metal pieces about 3-4 inch that open bag pull device to close-when trocar removed metal pieces remained in trocar broken off. We have the defective device. I am guessing it will need to go to quality. They had to xray the patient to ensure that there was nothing in the patient." "I did put a report in to health trust." Additional information received via email on 01jun2020 from [name] "please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide healthtrust with a copy of the final letter in order to close out the ticket in the healthtrust database. Detail: the pieces that open and close the bag broke off when the surgeon attempted to close the bag. These broke off and remained in the trocar. Reported to representative number of occurrences: 1.0 sample available: true lot number: 1379684 additional information received via email on 04jun2020 from [name]: the procedure was a lap chole on 24may2020. "The metal prongs were never in the patient they were stuck in the trocar lumen." There were no issues with specimen extraction. A second retrieval device was used to make sure they retrieved all the parts. It was confirmed that no metal pieces were found in the patient after the x-rays. There are no pictures available. Additional information received via email on 05jun2020 from [name]: the trocar being used at the time was a 5mm trocar. Additional information received via email on 15jun2020 from [name]: "we have received cer 2020-0001195/60823721 with 1 ea cd003 lot number 1379684 physically in addiction with this we received 3 ea 5mm trocar." Photos have been provided. Additional information received via email on 15jun2020 from [name] "they [the facility] did not have an issue with the trocar unless that was the reason the arm broke off. They use the other 5mm trocars in the case. They may have sent all of the trocars for a frame of reference. But they did not make a cer on the trocar." Additional information received via email on 16jun2020 from [name]: the returned trocars were model ctf03. The lot number is unknown. Report found in FDA maude database on 18jun2020. Event date (B)(6) 2020 "while removing endo-catch from pt through trocar the device completely fell apart into five pieces. All pieces were accounted for. Surgeon notified, abdominal x-ray ordered / taken. Surgeon reviewed abdominal x-ray. Per surgeon's operative report: the gallbladder was placed in a 10 mm endo-catch bag. Numerous stones that extruded from the gallbladder were placed in a separate 5 mm endo-catch bag, that was introduced via the trocar over the right lower quadrant. As this endo-catch bag was removed, it became apparent that the metal fragments holding the bag had become disrupted, being entrapped within the 5 mm trocar. Therefore, I instructed the anesthesiologist to keep the patient intubated for further investigation. I opened a fresh 5 mm endo-catch bag, broke it apart and compared the metal fragments to the disrupted ones that were used during surgery. They were identical. In addition, a flat plastic object, holding the metal fragments together was also retrieved. Despite this confirmation, we obtained a formal xray and did not identify any metal objects within the abdomen. Therefor, the operation was concluded." Additional information received via email on 02jul2020 from [name]: "I confirmed that they had only 1 malfunction." Patient status" no patient injury. Type of intervention: x-rays were done on the patient to confirm that no metal pieces were left in the patient.